Manufacturer narrative:
H6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma resection the surgeon used a circular stapler to perform a side-to-end side-to-end anastomosis. While the firing of the device went without problems, the surgeon noticed the need for an increase in circular movements in order to get the stapler out. The surgeon performed an anastomosis test with air. It was then when he noticed a huge leak. A careful transanal inspection showed a ca. 1/3 of the circumference missing staple line. The cut was perfectly performed but no staples were visible neither on the tissue nor elsewhere. After the discovery, the surgeon used a 4 pds 4-0 x sutures from abdominal to achieve the leak-proof anastomosis. A second test showed no other visible signs of a leak. However, postoperatively the patient became high fever and pain in the abdominal region. On top of it, one of the two drainages showed bad-smelling liquid. No cultures where taken from the drainage to determine the cause of odor. However, no generalized peritonitis has been diagnosed. The patient has not received any additional treatment. One device will be returned.